Event description:
It was reported that there's an air leak from anesthesia bag. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected: g1 - contact office establishment name. One (1) used device was received for evaluation. As received, multiple pinhole tears were observed around the bag connector collar, on the green rubber. The pinholes are observable with the unaided eye, and it is evident of causing leakage in the breathing bag. The complaint of leakage can be confirmed. The probable cause is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.